Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.

Manufacturer narrative:
The pump, the purge cassette, and a 14 fr x 25 cm introducer were returned for investigation. The cannula was noted to be kink near outlet cage and also found cannula fracture at the inlet cage. The long introducer also had a severe kink. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Console logs were not consistent with what was reported in the complaint. No evident purge detection issues were observed in the imc logs. The reported purge detection issue could not be reproduced. However, it was observed that the purge stepper motor was stuck. No problem found in relation to the purge detection issue. Product damage (introducer kink)): clinical details indicate the patient had a tortuous vessel condition, which likely contributed to the kinking and damage observed. The cause of the introducer kink damage was most likely related to challenging patient anatomy (tortuous vessels). H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Event description:
It was reported that while implanting an impella cp the impella sheath kinked. The impella and the sheath were removed and a new impella was implanted to support the patient. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.